Event description:
The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined at analysis that the stylus jumped at the overlay. It was noted that lower feet were worn, the power cord bay was broken, the display flex tape had scratches and the display screen was intermittent. It was noted that the programmer would intermittently boot up with an error, the electrocardiogram (ECG) connector was loose, the upper hinge plate was damaged, the left and right keyboard hinges were broken, the keyboard and bezel were cracked though functional. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.